Event description:
Procedure performed: ni. Event description: translation: the pliers only worked on 2 clips and then stopped working. Consequence: increased operating time change of pliers. The equipment is available if you wish to recover it. Additional information received on 14feb2024 from [name], engineer I. During the clip fire test, the unit experienced several instances of dry firing. Patient status: no patient injury reported. Intervention: device replacement.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: ni. Event description: translation: the pliers only worked on 2 clips and then stopped working. Consequence: increased operating time. Change of pliers. The equipment is available if you wish to recover it. Additional information received on 14feb2024 from [name], (B)(6). During the clip fire test, the unit experienced several instances of dry firing. Patient status: no patient injury reported. Intervention: device replacement.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.